Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500 , model: sc-8336-50, serial: (B)(4), batch: 7029086.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working well. The patient underwent an explant procedure wherein the ipg and lead were removed. The explanted devices were not returned.